Event description:
It was reported that the right ventricular lead exhibited high impedance. It was also noted that vf episodes were recorded, and they were all noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of sensing noise and high pacing impedance were not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.